Manufacturer narrative:
The pressure chamber was installed in a level 1 trauma fast flow system with serial number (B)(4).

Event description:
Information was received indicating that a smiths medical the lever of a level 1 trauma fast flow pressure chamber would not move. The issue occurred during educational training and there was no patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one level 1 trauma fast flow was returned for analysis. Visual inspection performed, and product found to be in good condition with no physical damage. Visual inspection and self-test were performed. The customer reported problem was confirmed. According to the investigation the device turns toggle switch lever stuck. Investigator's removed the device back cover for further investigation. Visual inspection and found that incorrect 4-inch tubing (should be 3-inch tubing) was installed onto the toggle switch. Investigator's replaced the 4-inch tubing to 3-inch tubing. The problem source of the reported problem is manufacturing process.